Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 260 mg/dl. The customer's daughter stated that they had changed the set three times but the set changes did not solve the issue. The customer was assisted with trouble shooting and found that the customer had accidently ran a temporary basal. The customer's daughter was assisted with clearing the temporary basal and assisted with recovering normal pump settings. The daughter mentioned that the customer was hospitalized for unrelated issues having nothing to do with diabetes. The daughter declined trouble shooting high blood glucose. A new reservoir was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.